Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a troponin t value of 5.32 ng/l. The sample was repeated four times, resulting with values of 50.37 ng/l, 50.35 ng/l, 50.42 ng/l, 50.71 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number and expiration date were asked for, but not provided. The field service engineer changed the sample probe and verified that the analyzer was working within specifications. The investigation determined that the service actions resolved the issue.